Manufacturer narrative:
D10 concomitant medical product: cl-924, cl-924 polysorb* 0 vio 90cm gs21 x36 (lot#a4e2186y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section, several sutures thread body broke halfway through the uterine suture. The issue was resolved by replacing the suture with a new one of the same product and lot number, and no additional operation was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty representative samples sealed with their appropriate packaging were returned for analysis. The evaluation found no potentially contributing factors. It was reported that several suture threads broke halfway through the uterine suturing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section, several sutures thread body broke halfway through the uterine suture. The issue was resolved by replacing the suture with a new one of the same product and lot number, and no additional operation was required. No patient complications have been reported as a result of this event.